Event description:
It was reported to medtronic minimed that the customer experienced cannot find sensor signal, the transmitter was not communicating with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-7811ww. Adv to ensure the pump was on the home screen and reconnect the transmitter to the sensor. Adv customer when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. The customer states the transmitter led blinked on and off. Adv to wait approximately 1 minute, though it may take up to 5 min, for the sensor connected alert. The customer did not receive sensor connected alert nor did the system start warm-up. Adv to delete the transmitter serial number from the pump and wirelessly connect the transmitter serial number to the pump per IFU. The customer did not receive sensor connected alert nor did the system start warm-up. Instructed customer that transmitter will be replaced. Recommended customer dispose of a current charger according to local guidelines. No harm requiring medical intervention was reported. No product return was required for mmt-7811ww.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.